Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a lock broke. Unable to open with key. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager lock was broken. A field service engineer upon inspection found that the arm on the sear plate had broken, replaced the latch and verified the functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.